Event description:
Hospital materials management found 7 medline suture removal kit trays with adson forceps, which are sharp, and dangerous as the rns are expecting flat forceps when they open the kit. Lot # is (10)22ebp744. These kits were not used with a patient nor in a surgical procedure. Identified prior to use. Reported product concern to medline. Manufacturer response for suture removal kits, medline (per site reporter). None at this time.